Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient was admitted to hospital due to pain and limb shortening. The performed diagnostics revealed incorrect positioning of the hip joint prosthesis components, in particular the stem and head (suspected stem fracture / rupture). During the revision of the hip arthroplasty on (B)(6) 2021, significant abrasions on the surfaces of the stem cone, head and polyethylene insert were found. Due to the correct seating, the surgeon decided to leave the acetabular component.

Event description:
The following was reported: patient was admitted to hospital due to pain and limb shortening. The performed diagnostics revealed incorrect positioning of the hip joint prosthesis components, in particular the stem and head (suspected stem fracture / rupture). During the revision of the hip arthroplasty on (B)(6) 2021, significant abrasions on the surfaces of the stem cone, head and polyethylene insert were found. Due to the correct seating, the surgeon decided to leave the acetabular component.

Manufacturer narrative:
Reported event: an event regarding disassociation, limb length discrepancy involving an accolade stem was reported. The event of disassociation was confirmed through inspection. The event for limb length discrepancy was not confirmed. Method & results: - product evaluation and results: visual inspection: visual inspection was performed as part of the material evaluation and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of a CAPA. No further material analyses were performed. Material analysis: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of a CAPA. No further material analyses were performed. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed as the functional aspects are not in question - clinician review: no medical records were received for review with a clinical consultant. - device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient was revised due to disassociation, pain and limb length discrepancy. The event of disassociation was confirmed through inspection. The event for limb length discrepancy was not confirmed. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.